Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was intermittently flickered during the preparation for use. It was occurred for all three monitors which connected to the subject device with using different output ports of the subject device and faced same malfunction. The intended procedure was used another video processor, cv-170 and completed. There was no patient injury associated with this report.